Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (postal code removed as complaint is ous), e3, e4, g2, h6 (investigation type, investigation findings, investigation comclusion).

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) device had problem with the fiber optic sensor. There was no patient harm or injury reported.

Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The correction of e2 health professional deems required. This is based on the internal evaluation. Previous e2 health professional: yes. Corrected e2 health professional: no. The correction of g2 report source deems required. This is based on the internal evaluation. Previous g2 report source: foreign, health professional, user facility, company representative. Corrected g2 report source: foreign, user facility, company representative. It was reported that during use, the cardiosave intra-aortic balloon pump(iabp) had a problem with the fiber-optic sensor. There was no patient harm or injury. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse cleaned the optical path, but the optical path tests failed. The fse replaced the fiber-optic assembly (0997-00-1169). Testing was performed. The device was fully functional.

Event description:
N/a.